Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working a couple of years ago, the deflate button flipped over. The patient stated that he has been dealing with other health issues but now the patient is ready to get it fixed. The ipp is currently implanted. There were no patient complications reported.